Manufacturer narrative:
Brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5137972. Brand name: linear 3-4, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5105269.

Event description:
It was reported that the patient was experiencing redness, swelling and pain at the spinal cord stimulation (scs) implantable pulse stimulator (ipg) site. The infection was related to a previous ipg repositioning procedure 3006630150-2023-00430 the new ipg pocket site had become infected after the repositioning procedure. The patient underwent a procedure in which the entire scs system was explanted, and antibiotics were administered. A culture was taken, however the results will not be provided. The explanted devices will not be returned as they were sent to pathology and could not be collected. The patient was doing fine postoperatively.